Event description:
While closing of surgical site, it was noticed that the needle guard baseplate of the reservoir had become dislodged. The valve was re-exposed and was replaced. Because the device was unitized, all the catheters had to be pulled from position. Delay in surgery was about 1 hour.